Manufacturer narrative:
Correction: in the initial medical device report (MDR), the literature article document was not attached. It should have been included with the original MDR. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Because sufficient clinical data was not received and no lot number was identified with this complaint, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Kjh, foreign body reaction after cypass® micro-stent implantation: a case series the manufacturer internal reference number is: (B)(4).

Event description:
A physician has reported a case from a literature article foreign body reaction after micro-stent implantation: a case- purpose to retrospectively assess the histopathological particularities of explanted micro-stent of patients with significant loss of endothelial cell density. In this case, fourteen eyes belonging to eleven patients received micro-stent implantation for mild to moderate glaucoma. However, these patients subsequently experienced a reduction in endothelial cell density and developed granulomatous inflammation. As a result, the decision was made to remove the device. Additional information was requested, but no further information is available.